Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that insulin kept dripping out after letting go of the act button and after the motor stopped during the prime process. The motor slowed down and the numbers ramped up on the screen. Customer's blood glucose level was 600 mg/dl. The customer's blood glucose level was treated with manual injections using a syringe. The device was not returned.